Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, cracked display window corners, and a cracked reservoir tube lip. No moisture damage was noted on the electronic assembly. No unexpected battery out limit alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there was a battery out limit alarm due to fluid under the lcd display. Customer also states that the insulin pump is exposed to fluid which caused key pad problems. The blood glucose reading is 173 mg/dl. Nothing further reported.